Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the application crashed during procedure. The site tried to reboot the system many times but the screen showed no signal each time. The surgery was aborted.

Manufacturer narrative:
The computer was returned for analysis. Functional testing determined that the computer was found to be malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up determined this issue occurred after an incision has been made.